Manufacturer narrative:
No conclusion code available. Based on the information provided to st. Jude medical and the investigation performed, the cause for the reported event was due to a faulty upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported start up issue was confirmed.

Event description:
During a radio frequency ablation procedure, the screen went white and the generator would not load. Rebooting did not resolve the issue and the procedure was cancelled.